Event description:
It was reported that the armada balloon dilatation catheter (bdc) became stuck on the .014 bmw guidewire during advancement to the unknown below the knee lesion. The bdc and guidewire were removed together as a single unit. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The armada 14 pta catheter referenced is being filed under a separate medwatch MFR number. Evaluation summary: investigation of the returned device found that the bmw guide wire was returned frozen inside the balloon catheter. There was blood and contrast visible on the coils. There was 2 centimeters of the distal tip of the guide wire extending out the tip of the balloon catheter. The tip of the guide wire was in a pig tail shape, likely due to handling/packing for return to abbott vascular for analysis. An attempt was made to remove the guide wire from the balloon catheter, but the guide wire was frozen and could not be removed. Resistance with a balloon catheter may occur in certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, or the clearances can be reduced to an undesirable level. The condition of the catheter being used, coagulation of blood or contrast in the lumen of the catheter and/or on the guide wire can also be possible factors in reducing clearance. Any attempt to move the wire in this reduced clearance condition can cause the coils to offset, and to bunch up, increasing the diameter of the guide wire, which in the extreme condition, can cause coil overlap. If the resistance is not reduced and continued force is applied to the wire with an overlapped coil, the result is permanent deformation of the wire, and the wire could become locked or frozen in the catheter, which appears to have occurred in this case. The reported difficulties and subsequent damage to the guide wire appear to be due to case circumstances. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and revealed no other incidents for this lot. There is no indication to suggest a product quality deficiency.